Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air embolism. It was reported that this was a mitraclip procedure to treat grade 3 to 4+ degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr to grade 1-2+. A second clip delivery system (cds) was inserted, but the clip was unable to grasp the mitral valve leaflet. The undeployed second cds was removed from the anatomy. The tip of the steerable guide catheter (sgc) was suspected to be touching the left atrial wall and during removal, an air embolism was noted. The patient experienced a myocardial infarction. The air was aspirated and an intra-aortic balloon pump was placed to stabilize the patient. Once the air was removed, vital signs normalized. Post procedure, the iabp was removed. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of emboli (air) and myocardial infarction as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported steerable guide catheter (sgc) leak (air) cannot be determined. The myocardial infarction however, was a cascading effect of the air embolism. There is no indication of a product quality issue with respect to manufacture, design or labeling.